Manufacturer narrative:
As reported through an article review a patient who had a mitraclip valve was implanted. The article concluded that it is worth noting that there is a theoretical risk that the mteer device dislodges and gets entrained in the lvad, though there are no reports of this happening in the literature. Based on similar case reports, lvad after mteer may be considered safe to do. Complications reported included mitral stenosis and serious injury/ illness/ impairment; these complications are anticipated for the procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported mitral stenosis could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "left ventricular assist device insertion in a patient with mitraclip: remove clip or leave it? A case report" was reviewed. The article presented a case study, to evaluate whether to remove the mitraclip or keep the clip when implanting a left ventricular assist device. Devices mentioned include mitraclip and heartmate iii. The article concluded that it is worth noting that there is a theoretical risk that the mteer device dislodges and gets entrained in the lvad, though there are no reports of this happening in the literature. Based on similar case reports, lvad after mteer may be considered safe to do. [The primary author and corresponding author was abimbola faloye at emory university hospital institution with corresponding email aopanug@emory.edu]. The of the procedure was not provided. A total of 1 patient were included in this study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk mitraclip. Peri- and post-procedural complications included mitral stenosis.